Event description:
It is reported that device was implanted in 1986. In 2007, the liner dislocated from the cup. X-rays showed the fixation of the acetabular shell was well, but damage of the posterior slot of the shell and damage to the liner was observed. On the following month, the revision surgery was performed where the liner was revised. Exact implant date is unk.

Manufacturer narrative:
Section f was completed by the manufacturer. Info was received from a foreign source who is not required to complete form 3500a.evaluation summary: cause cannot be definitively determined. Evaluation codes: no product was returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.